Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va14zr5, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4) applies to the lead and (B)(4) applies to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported no therapeutic effect with implantable neurostimulator (ins) since implantation. Patient mentioned that trial was fabulous and implant had not been at least 50 % effective. Patient had seen doctors three times and tried all the settings but they had not been effective. Patient was asking for effectiveness due to lead placement. Implant was not effective as trial. Patient was implanted for gastrointestinal/ pelvic floor. Additional information was received from a patient on 2017-jan-10. The patient reported that the ineffective therapy has not been resolved but they have found one program that works better than the others but that it does not work well. The patient stated that they do not think the wires are in the correct place and that they feel all the stimulation on the left side and more in the rectum. The patient reported that the trial was amazing and the results of the permanent operation are very disappointing. Additional information was received from a manufacture representative (rep) on 2017-feb-23. The rep reported that the patient¿s lead and ins were explanted but would not be returned because the customer discarded them. The product was replaced and new programs were tried. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. Additional information from the manufacturer representative (rep) reported it was not known if there was a migration or procedure user error that led to the patient thinking their wires not in the correct place. The rep reported the reason for the implantable neurostimulator (ins) and lead removal on (B)(6) was lack of effectiveness.